Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer resumed insulin delivery. Pump system check was performed with tandem technical support and the occlusion appeared to be related to the infusion set site. Customer declined to remove the site for inspection as insulin delivery was resumed and the occlusion alarm did not reoccur. Blood glucose was 200-300 mg/dl.